Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the mechanism rails, batteries, chassis, and pcb. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. Download data and shelf mode current could not be obtained as a result of the internal leak and subsequent corrosion. The cause of the reported communication error could not be determined. It could not be confirmed if the observed fluid leak is in any way related to the reported event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the pod had a communication issue during operation. Treatment information was not provided.